Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone, the sensor has been giving inaccurate readings which is triggering the insulin pump to go into threshold suspend. Customer's blood glucose was 70 mg/dl and sensor glucose was 50 mg/dl. Customer stated he will monitor the sensor and declined any troubleshooting. The sensor is not being returned for further analysis.